Manufacturer narrative:
Intuitive received the part associated with this complaint and completed evaluation. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley - between the grip base to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not working. A backup instrument was used to complete the procedure with no patient harm.